Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that there was a poor communication screen on the patient programmer, and the patient was unable to communicate with the implantable neurostimulator recharger. The patient saw a "reposition antenna" screen on the implantable neurostimulator recharger in (B)(6) of 2016. The last time that the patient felt any stimulation was (B)(6) 2016, and the last successful charge session was in (B)(6) of 2016. The patient reported that the reason for not charging was that they could not connect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.